Manufacturer narrative:
The complaint devices were received and evaluated. Three inserters were received, without the anchors and suture cards. Two of the inserters had the distal end broken and the third one was not broken, but slightly twisted. This failure can be confirmed. It was reported that the patient had very hard bone and that the holes were prepared only by using the awl. Historically this type of failure has been associated with user technique issue where significant torque was applied in an off angle on the device causing it to twist in one device and break in the other two. Moreover, for hard bone, the hole should have been awl-tapped or drill and tapped. Using only the awl, could have contributed in the reported failure. Other than this possibility, a root cause is undetermined. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for these lots of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During abr, the surgeon prepared bone holes using a 4.5mm awl. Though the patient's bone was very hard and the surgeon experienced strong resistance with insertion, he tried to fully insert 3 anchors into the bone holes and then removed each inserter. After the surgery, it was found by x-ray that the tips of the 2 anchors were broken and remained in the bone holes with the anchors. Removal surgery of the pieces is not planned at this point. The backup device was used to complete the case. See associated medwatch # 1221934-2015-00619.

Event description:
During abr, the surgeon prepared bone holes using a 4.5mm awl. Though the patient¿s bone was very hard and the surgeon experienced strong resistance with insertion, he tried to fully insert 3 anchors into the bone holes and then removed each inserter. After the surgery, it was found by x-ray that the tips of the 2 anchors were broken and remained in the bone holes with the anchors. Removal surgery of the pieces is not planned at this point. The backup device was used to complete the case. See associated medwatch # 1221934-2015-00619.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated.

Event description:
During abr, the surgeon prepared bone holes using a 4.5mm awl. Though the patient's bone was very hard and the surgeon experienced strong resistance with insertion, he tried to fully insert 3 anchors into the bone holes and then removed each inserter. After the surgery, it was found by x-ray that the tips of the 2 anchors were broken and remained in the bone holes with the anchors. Removal surgery of the pieces is not planned at this point. The backup device was used to complete the case. See associated medwatch # 1221934-2015-00619.